Event description:
The pt stopped responding to stimulation on multiple electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. The pt used the implant with the nonfunctional electrodes deactivated for a time. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.